Event description:
It was reported that a pacer dependent patient was admitted to the hospital for observation. Upon interrogation loss of capture and a pause of 9 seconds were noted. The pulse generator was explanted and replaced.

Manufacturer narrative:
Device returned date: should have been (B)(6)-2012 rather than an analysis was normal. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.